Manufacturer narrative:
The investigation found that the technician was not following the instruction provided in the labeling regarding product handling (improper cleaning technique of the sample probe) when working. The technician cleaned the probe in an upward motion, instead of wiping top down as instructed in product labeling. The investigation did not identify a product problem.

Event description:
During maintenance, a technician suffered a needle stick while cleaning the sample b probe on a cobas 8000 c 701 module. The technician went to the local clinic/hospital and received treatment for the needle stick. The type of treatment received was requested, but not provided. During the maintenance action of cleaning, she cleaned the probe in an upward motion and suffered a needle stick. The technician was wearing gloves. Product labeling states: "always wipe from top to bottom" and "when you wipe probes or needles, use several layers of gauze and wipe from the top down. Take care not to puncture yourself. Wear appropriate personal protective equipment. Take extra care when working with lab gloves, which can easily be pierced or cut, leading to infection."